Manufacturer narrative:
(B)(4) - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-mar-2024, it was reported that six infusion set tubing was leaking at site and infusion set is long for 24 hours. The blood glucose level was 350-438 mg/dl. No further information available.